Event description:
A caller reported that a customer experienced an issue where the mobile application screen froze while on the bolus delivery screen. There was no reported adverse impact. The customer resolved the issue by force closing and reopening the app, which eliminated the problem, and the app was no longer frozen.